Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned for service inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: chipped connector tip. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the image issues occurred due to the chipped connector. The cause of the chipped connector could not be established based on the information obtained from the complaint and the investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported that the subject device had a poor-quality image (the visual was not good). The issue was found during preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a poor-quality image (the visual was not good). The issue was found during preparation for an unspecified procedure. There were no reports of patient harm.